Manufacturer narrative:
There is conflicting information in the complaint. The site has only ordered blom-singer classic voice prosthesis 16fr 6mm non-sterile in 1606-ns units however they advised they replaced with an 8mm and then ultimately a 10mm unit. While we offer these sizes, they have never purchased them therefore it is unclear if they are our products. Additionally, it is unclear if the entire device was aspirated or a portion of it.

Event description:
Incident description: " a 67-year-old patient with a tracheostomy and a voice prosthesis following a total laryngectomy for recurrent invasive squamous cell carcinoma of the right glottic cavity experienced a complication during implant replacement on (B)(6). The replacement attempt failed, and during the procedure, the voice implant flange was aspirated. A shiley 8 tracheostomy tube with an inflated cuff was inserted subsequently." Patient impact: " the patient experienced choking during the incident. There was no buzzer in the cubicle, and the surgeon had to call for help vocally. The flange was not visualized in the esophagus during endoscopy. An attempt to insert a longer 8 mm implant failed, as the flange could not be deployed. The patient underwent replacement surgery under general anesthesia with a 10 mm blom-singer implant on (B)(6) and was discharged without further complications on (B)(6). No retained evidence was kept by the facility."

Manufacturer narrative:
The investigation report is included in this follow up report.